Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the circumflex (cx) artery. A 3.50x28mm promus element plus drug-eluting stent was implanted to treat the lesion. However, during removal of the stent delivery system (sds), the sds became stuck inside the guide catheter. Subsequently, everything was removed from the patient's body altogether and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and the balloon appeared to have been inflated as the balloon wings were relaxed. The distal part of the balloon appeared puffed as if there was air inside the balloon body. It is noted that if negative pressure was not fully applied to the balloon this could possibly result in the balloon failing to fully deflate. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that the inner extrusion was accordion at approximately 3mm distal of the bicomponent bond. The bicomponent bond showed no signs of damage. It is noted that the damage in the inner extrusion can possibly affect the rate of deflation as the lumen would be partially closed. As part of the analysis, inflation/deflation testing was performed. The returned device was attached to the encore hand held inflation device which was verified to rbp (rated burst pressure). The balloon inflated with no issues and deflated within 3 seconds with no issues. The deflation time was noted to be within specifications. The deflation results verify that the damages to the inner extrusion did not affect deflation time of the balloon and most likely occurred due to excessive force that was applied to the extrusion shaft during withdrawal attempts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the circumflex (cx) artery. A 3.50x28mm promus element plus drug-eluting stent was implanted to treat the lesion. However, during removal of the stent delivery system (sds), the sds became stuck inside the guide catheter. Subsequently, everything was removed from the patient's body altogether and the procedure was completed. No patient complications were reported.